Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found the bulkhead connector on the imaging system was damaged. After replacement the medtronic representative performed a full system checkout and was unable to replicate the reported issue. System is fully functional and returned to the customer. The suspect bulkhead connector was returned to the manufacturer for analysis. Medtronic investigation of suspect device finds that the reported issue is confirmed to be caused by physical damage to the connector. Testing was unable to establish a connection using the connector. There is also a pin on the far right side that is depressed. (B)(4).

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system was not communicating with the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.